Event description:
As the physician pulled the lever of the delivery system back and attempted to deploy the stent, the stent jumped approximately 2 cm from the target lesion. Subsequently, the lesion was not fully covered and another stent was placed to cover the lesion. The patient was a male. The target lesion was located in the superficial femoral artery (side unknown). The vessel was not tortuous and the rate of stenosis is unknown. The physician used a femoral approach and there was no difficulty accessing the lesion with a guidewire. The stent delivery system (sds) behaved normally when being advanced to the lesion. Prior to deployment, the physician verified that both the leading and trailing makers were proximal and distal to the stent. No longitudinal force was applied when deploying the stent, but the physician did notice a delay when the stent was released from the catheter of the sds. Approximately 2cm of the lesion was left uncovered. After a second smart control, stent was placed in an overlapping position and post-dilated, the total combined length of the stent was approximately 6cm. The lesion was successfully treated. There was no reported injury to the patient.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date (which is indicated as "other" under section h3 code). Additional information will be submitted within 30 days of receipt.